Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. It was reported the patient experienced overactive bladder and underwent cystoscopy on (B)(6) 2012, the vaginoscopy showed 2-3 cm of mesh from midline laterally there was no excision of mesh at this time. The patient underwent removal of exposed urethral sling plus excision of midurethral sling on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2011 to treat stress urinary incontinence, pelvic pain and adhesions. It was also reported that the patient underwent mesh removal and replacement on (B)(6) 2011 due to the mesh retracting upwards in the vaginal area. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.